Event description:
Company representative reported "the sterile top of the packaging was stained yellow, and there was a hole on the side". Device was not implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breach or deformation of thermoform.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 1187212 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. According to the device analysis the lid discoloration was observed and this further investigation was opened to analyze the event. A review of the current risk documents pfmea-bi pkg and lblg rev 11.0 was performed, and the event of voids or scratch in seal and defective tyvek, thermoform or pouch is a known event, for which current process controls and inspections are established to reduce the incidence of these defects. Additionally, the incoming process performed a visual inspection that included the revision of the tyvek color according to the drawings 6476 rev 21.0 and 6477 rev 17.0 and the inspection was noted acceptable. Furthermore, a review of all lid discoloration complaints for gel breast implants that have been manufactured in the last 2 years (from nov 2021 through oct 2023) was performed and no additional complaints for this event are observed. Finally, based on this investigation the complaint is not a confirmed high impact. However, the ncr 616861 was opened to analyze further the event.

Event description:
Company representative reported "the sterile top of the packaging was stained yellow, and there was a hole on the side". Device was not implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ breach or deformation of thermoform: observed a yellow discoloration of inner lid. Further investigation 2885458 and ncr 616861 were opened to analyze this event. No other observations observed on the device or device packaging. Samples of the yellow discoloration of the inner lid were taken to assist in the analysis of ncr 616861.

Event description:
Company representative reported "the sterile top of the packaging was stained yellow, and there was a hole on the side". Device was not implanted.